Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare professional was having difficulty accessing the pt's pump. An ap x-ray confirmed that the pump was flipped. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.